Event description:
On (B)(6) 2011, the pt's nurse reported that the pt had been experiencing elevated blood glucose levels and her infusion device needed "checked out". On (B)(6) 2011, the pt went to the hospital to be treated for elevated blood glucose levels. The pt was given insulin and she returned home. The pt stated that changes were made to her infusion device while she was at the hospital and she was unable to treat herself for elevated blood glucose levels once she returned home. The infusion device had been put in stop mode and the pt was unable to put the infusion device back in run mode. The following day she went back to the hospital. Her blood glucose level was as high as 528 mg/dl. The pt stated that her elevated blood glucose levels were due to an illness. The pt had been sick for a week and was on medication that she says caused the elevated blood glucose levels. She stated that she has bronchitis and sinus problems. It was requested that a trainer helped the pt reprogram her infusion device. F/u with the pt revealed that she was released from the hospital on (B)(6) 2011 and her infusion device is working properly. The infusion device was not requested to be returned for eval.